Manufacturer narrative:
(B)(4). G2: foreign - event occurred in norway. The device is in process of being returned. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was returned for preventative maintenance. During routine maintenance, it was discovered that the device needed repair for damaged width plate (1,2,3,4inch ); damaged machined head, damaged control bar; worn reciprocation arm; control bar incorrect calibration. There was no patient involvement. Due diligence is complete as no additional information is available.